Event description:
Customer's daughter reported that her mother experienced low blood sugar and had a seizure. Paramedics were called and transported customer to a local hosp, and readings of 32mg/dl and 34 mg/dl were obtained. It is unk if these readings were obtained by their adc meter or an hcp meter. Customer was diagnosed with hypoglycemia and treated with oral glucose and given a "shot" (type of injection no specified). Customer's daughter also reported receiving a high adc meter reading of 344 mg/dl as compared to an hcp meter reading of 220 mg/dl. It is not clear when these readings were obtained relative to the medical event. Numerous attempts have been made to clarify the medical event and readings to determine how the adc meter contributed to the reported event. The comparison readings are not a valid method. In addition the customer did not wash the test site prior to obtaining the samples. There was no report of death or permanent impairment associated with the event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation, and a final report will be submitted when the investigation is complete.